Manufacturer narrative:
The insulin pump was unable to prime during prime test and it alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and it passed. The device was received with cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label and missing end cap sticker.

Event description:
It was reported that there was a motor error alarm. The blood glucose reading was not given. The alarm occurred during a rewind of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.